Event description:
Boston scientific (bsc) received information that post implant of this dextrus atrial lead, good measurements were noted and fluoroscopy confirmed the lead had fixated nicely to the atrial wall. Additionally, a lead tug test was unremarkable for lead movement. The patient has had open heart surgery, intermittent heart block and the atrium is smooth and thin so it is hard to get a lead to stay fixated. The following day, atrial impedance had decreased by 250 ohms, sensing had decreased dramatically and there was no capture at maximum device outputs. Lead dislodgement was suspected and a revision procedure was performed. The physician could not get the lead to maintain a good position during the revision procedure. The physician's opinion is that the clinical observations were due to the patient's anatomy and are not lead related. The lead remains actively implanted and no other adverse events have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.